Manufacturer narrative:
(B)(4). The device involved has been received by the manufacturer. However, the investigation of said device is still in progress at the time of this report. A follow up report will be submitted at the conclusion of the investigation.

Event description:
Customer complaint alleges the device "either not bubbling when new, or working but then the bubbling stops when the oxygen is weaned down". Usage of the device at the time of the alleged malfunction is unclear. There was no report of patient harm.

Manufacturer narrative:
(B)(4). A 340 ml water bottle lot 480177 was received for evaluation. The adaptor port was punctured and the trigger removed from the water bottle. Visual inspection of the water bottle confirms a channel between the adaptor port and the top of the bottle. Based on the investigation performed, the reported complaint is confirmed. The root cause is manufacturing related. A non-conformance was opened to address this issue.

Event description:
Customer complaint alleges the device "either not bubbling when new, or working but then the bubbling stops when the oxygen is weaned down". Usage of the device at the time of the alleged malfunction is unclear. There was no report of patient harm.